Manufacturer narrative:
The customer reported that their central nurse's station (cns) is experiencing boot-up issues after a recent power outage. After a recent power outage, as the staff was bringing the unit back online, it got stuck at the cns application. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is experiencing boot-up issues after a recent power outage.